Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor mfg. Date: 02/09/2018 electrode belt mfg. Date: 01/22/2014

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2019 at approximately 10:45 pm. The patient's passing was reportedly cardiac-related. Further details surrounding the patient's passing were not reported. Per clinical review of the available ECG data, the device initially detected therapy electrode placement faults and noise on both channels from 09:50:41 pm to 09:48:02 pm on (B)(6) 2019. A manual recording at 09:48:03 pm revealed motion artifact. Per the continuous ECG recordings, the patient was in sinus rhythm at 60 bpm with bigeminy and CPR artifact. The rhythm then transitions to bradycardia at 50 bpm with motion/CPR artifact transitioning to ventricular fibrillation (vf). The patient received one non-lifevest defibrillation. The rhythm at the time of the treatment shock was vf with CPR artifact. The post-shock rhythm was obscured by CPR artifact. The patient was in vf for approximately 45 seconds before receiving the external defibrillation. The rhythm then transitioned to bradycardia at 50 bpm with bigeminy and CPR/motion artifact. The patient's rhythm is seen from approximately 09:27:16 pm until the electrode belt was disconnected at 09:48:10 pm on (B)(6) 2019. CPR artifact prevented the lifevest from detecting and treating the patient during vf. The monitor and belt were returned and found to be fully functional. There were no allegations that the device caused or contributed to the patient's death.